Event description:
It was reported that the customer received a motor error alert a few months prior. The customer's blood glucose was 98 mg/dl. The customer stated that he also had taken the battery out of the insulin pump and received an unexpected restart alarm. Troubleshooting for the alarm was done. The customer also mentioned that the insulin pump alarmed displayable history crc check failed on startup. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.